Event description:
It was reported intermittent occlusion alarms occurred. The issue did not lead to an adverse impact on the customer's blood glucose level. The customer resolved the problem by changing the infusion set and cartridge, and then resumed insulin. Despite experiencing frequent occlusion issues, the customer declined additional assistance.